Event description:
It was reported that a patient with lead 977a260 5 mm compact 1x8 magnetic resonance imaging (MRI) implants experienced pain, including a return of pain and new pain unrelated to baseline, as well as stimulation felt in the arm. Imaging conducted in july revealed lead migration. An electrode impedance issue was identified on electrode #11 of an unknown lead. The physician was made aware of these findings. The patient was reprogrammed in an attempt to provide pain relief in the neck area, which was not related to the baseline pain. No replacement products were required, and the issue remains ongoing. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6); ubd: 30-aug-2026, UDI#: (B)(4); product ID: 9 77a260, serial/lot #: (B)(6); ubd: 08-aug-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.